Manufacturer narrative:
Upon receipt, the lead was found dissected into three parts. All fragments were returned for analysis. The analysis of the lead demonstrated a damaged insulation. In particular, at approx. 49.5 cm distal to the is-1 connector pin, the insulation was found rubbed through. The insulation breach was not caused by a conductor extrusion. This damage rather resulted from an outside-in abrasion. These findings can be considered as the cause of the clinical observation mentioned in the complaint description. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem, which might be associated with the clinical observation.

Event description:
Ous MDR - after an implant duration of about 43 months it was reported that during coronary angiography an insulation damage had been noted. ICD follow up revealed no abnormality. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.